Event description:
Unable for edwards hemisphere to obtain values when connected to equipment. Doesn't even register on monitor. The issue may possibly be related to a prong missing in the white port for continuous cardiac output monitoring.